Manufacturer narrative:
The suspect components were returned to the manufacturer for analysis. Analysis found there was physical damage to the dongle screws, the line filter was damaged, and the mobile viewing station (mvs) cable latching cover assembly was damaged. The hardware investigation found that the reported event was related to a hardware issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The e-stop dongle screws were reported to be damaged and that replacement of the screws restored functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A manufacturer representative reported that, while in a spinal fusion, the imaging system could not clear emergency stop functionality when attempting to perform a confirmation image acquisition. Restarting the imaging system did not restore functionality and it was reported that the site manually opened the gantry, removed the imaging system from the surgical field, and noted that the open gantry button was unresponsive to prompts from the user. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: the device manufacture date has been updated to reflect the correct information.